Event description:
This happened on the obstetric unit: recently transitioned to a substitute product for staple removal post-operatively. These products do not work as they should, as they do not bend the staples for safe removal. Nurse reports when she went to remove patient's staples following c-section, tool did not "crimp" skin staples enough to remove from skin resulting in pain, bleeding, and partial wound opening. Nurse stopped using product, notified physician, who came to bedside and removed staples with forceps and kelly clamps. Patient's wound then closed/reinforced with mastisol and steri-strips, per nurse report.